Event description:
A medtronic ent representative reported that, while testing the navigation system, it was moved from one outlet to another. The navigation system unexpectedly shut down and re-booted. When un-plugging the system, it shut down in less than 90 seconds while running on back-up power. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery 24v 34w shipped to site (B)(4) 2015. Suspect battery was discarded at the site. No parts have been received by manufacturer for analysis. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015, a medtronic representative, following-up at the site, reported there were not any beeps heard, the navigation system just shut down. The battery was replaced in the navigation system and there have been no further issues. No further issues have been reported.